Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked after about an hour. The device was used as is and the leak sound was heard a lot. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The reported lot number corresponded to a different device.